Event description:
The distal tip of the .018 guidewire detached in the tissue of the kidney during a nephrostomy procedure. Another unit was used to successfully complete the procedure without pt complications. Retrieval attempts during an unrelated procedure were unsuccessful. No further retrieval attempts are planned. This device has not been returned for evaluation. Therefore, no failure analysis will be available. Follow up revealed resistance was encountered during this procedure. Co believes continual removal attempts against resistance may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use state: "advancement and/or withdrawal of .018/.038" wires should be smooth and without resistance. Do not use excessive force. If resistance is felt, carefully remove wire(s) and system as a unit"